Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery longevity of this pacemaker increased by two years in the span of six months. Boston scientific technical services reviewed data from the device and explained factors that impact battery longevity. These factors include changes in device programming and device outputs. This pacemaker remains in service. No adverse patient effects were reported.